Event description:
The needles with these sets can core the silicone port in the chart ports of their pts access infusion set. This problem occurred with approx six of twenty sets used. This problem has not occurred with the access infusion sets normally used by the facility. Coring can be a serious problem if it results in the replacement of a chest port.